Manufacturer narrative:
Additional information: d10

Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding adverse consequences, or medical intervention.

Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding adverse consequences, or medical intervention.